Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and proceeded to replace the instrument's power supply due to premature failure. The fse verified the repair as per established procedures and results met published specifications. (B)(4).

Event description:
The customer reported obtaining aperture zap voltage failures and white blood cell (wbc) voteouts on quality control results from the coulter lh 780 hematology analyzer. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. The customer identified the issue while running quality control (qc) samples.